Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was having issues with this pacemaker. The patient experienced heart fluttering and a few minutes later would feel shakes. Boston scientific technical services (ts) referred the patient to the physician. The device remains in service. No adverse patient effects reported.